Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of (B)(6) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: (B)(6). Registration no.: (B)(4). Summary of investigational findings: investigation is based on event description and image review. Image review demonstrated that the filter was deployed via a jugular route in the infrarenal location without evidence of significant tilt. Per the complaint report, the deploying physician released the filter in the appropriate position, however, the filter would not detach completely from the deployment hook. Per the report, with the release button pressed, the entire deployment device was advanced caudally, allowing the grasping hook to detach from the ivc filter hook. With this movement, the patient began experiencing belly pain which lasted approximately 15 minutes and resolved without incidence. As described in the IFU ¿excessive tension during the deployment may prevent the filter from releasing¿. The complaint report does not explicitly state the deploying physician was not applying excessive back tension during the attempted release, and this may have been the reason the filter did not release from the grasping hook. Furthermore, there does appear to be a mild penetration of the left lateral most primary filter leg, extending just over 3mm outside the column of contrast. This penetration is likely the result of the caudal pressure applied to the filter while attempting to detach the filter from the deployment device, and is likely the cause of the patients abdominal pain. The penetration appeared only minimal, and the patients discomfort was self-limited. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Investigation is still in progress.

Event description:
"Filter in the jugular approach, pressed the red button, pressed the blue button, went to take the sheath out and the filter was not completely off the hook. Had to keep the blue button depressed and advanced the entire system forward and it came off the hook. The patient had immediate belly pain and took 15 min to resolve. The physician opened another celect filter during the case to go over the procedure outside of the patient so that he could ensure that he was doing it correctly. The lot number for this is e3768464." The patient did not require any additional procedures due to this occurrence. According to the initial reporter the patient did not experience any adverse effects due to this occurrence.